Event description:
The customer stated that the architect folate reagent is unstable and the control values are erratic causing the analyzer to be recalibrated repeatedly. The customer requested service and after servicing and decontaminating the analyzer, the controls are now acceptable. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.